Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: the pump's black box showed no evidence of voltage fluctuation or any evidence of short battery life. The battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and was able to fit to maintain an electrical connection. The ¿ez-prime¿ steps were performed correctly. The pump's current draws were found to be within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Serial #: (B)(4).

Event description:
On 08/27/2016, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was reported that the battery compartment was damaged. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.